Event description:
It was reported that the patient underwent an incisional hernia repair with mesh implant in 2005. A CT scan revealed a recurrent hernia in 2006. The patient underwent a diagnostic laparoscopy approx six months later, during which it was observed that the mesh had pulled away from the muscle wall.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.